Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please refer to manufacturer's report no. 3004209178-2015-82928 as it refers to the same event.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The functional testing could not be performed, including the displacement, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test, due to the unresponsive keypad. The insulin pump had minor scratches on the display window, cracked window, cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 606 mg/dl. The customer was hospitalized for uncontrolled high blood glucose levels. The customer reported that the buttons of the insulin pump were unresponsive. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.